Event description:
During a laparoscopic cholecystectomy with inter-operative cholangiograms procedure, the clip applier was at the last clip. When the doctor discharged it, the clip applier stuck and would not open. The doctor was working on the cystic artery at the time and had to pull at the applier. The doctor yanked it and then tried to grab it from the other side to get the applier off. The clip applier pulled away, but would not open. There was no adverse outcome to the pt. Device is not available for return.

Manufacturer narrative:
(B) (4): info is unavailable; device was not returned for eval. Device is not available for return. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.